Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0hye5, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's therapy was not working and they needed a new protocol or program. The patient wore depends, male guards, and pajamas, and it still soaked all the way through because their neurologist increased the medication that did not wake them up. The medication really knocked them out. The patient woke up and their sheets were soaked and they used a waterproof mattress. The symptoms had been going on for a while and they had been just dealing with them. The patient finally got to the point where the quality of life was not any fun. The patient could not remember when the therapy stopped working as they had a bad memory. The therapy helped for a little while after they readjusted it last time and the patient didn't remember when they adjusted it and the manufacturer representative changed the program. The patient was getting 50 to 60 percent relief. The patient went to see their urologist yesterday and did not have fresh batteries for their programmer to be able to adjust therapy. The patient got new batteries and the programmer worked and they wanted to change programs. The patient used their patient programmer to connect to the implantable neurostimulator (ins). The patient confirmed the ins was on, set at 3.3v on program 2. The patient changed to program 3 and increased stimulation and at 4.2v they felt stimulation and it poked. The patient increased up to 5v and felt stimulation in the right area. Before the patient changed to program 2, they felt stimulation all the way down to their toes and it was the manufacturer representative that changed it the first time. The patient was told that the ins would last for 5 years. It was noted that the patient's health care provider (hcp) was talking about artificial sphincter surgery, but the patient did some research and didn't want to do that. This was why the patient got the ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that patient had loss of therapeutic effect and tingling in thighs to toes since implant. The patient also reported incontinence which started a month prior to the call. The patient stated he had tingling starting from upper thigh and shoots down through calf all the way to toes. The patient thought it was not working .the patient did ok most of time during day but at night just totally soaking clothes and bed linens. The patient was taking pill gapentin for sleeping. Seemed to work good for the first month and only had a few incidents where soak through. It had gotten worse in the last month. The patient turned up stimulation in (B)(6) because he was wetting bed. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.